Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised joystick turns on and off intermittently by itself. Dealer advised end user stated when hit the joystick forward it engages sometimes.